Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable was capable of producing measurements, but when the cable was physically manipulated, the readings ceased to continue. Our records review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the cable have intermittent spo2 signal. Additional information received indicated that there was no alarm and/or error message; the display just went blank. No consequences or impact to patient.